Event description:
It was reported that during an implant attempt of a lead, the helix would not advance. The physician also reported "high friction on the punctual [sheat]." The lead was extracted and another lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix/lobe was distorted/bent. Blood was observed in/on the helix/lobe mechanism. Damage at implant was noted. Visual examination of the lead determined that the helix cannot extend and retract within specification due to the helix being bent and stretched. The lead will not pass through the introducer because it was stretched which caused the outer tubing to buckle.